Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the rocket was used to pre-dilate for stent implantation. During the post-dilation with the same device, the tip was found to be missing. Reportedly no patient injury occurred.